Event description:
It was reported that this right atrial (ra) lead exhibited a non specific product performance issue. Subsequently, this lead was capped and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.